Event description:
The patient underwent surgery for immediate bilateral breast reconstruction with insertion of tissue expander, left capsulotomy and right total capsulectomy. By history, this patient had bilateral reduction mammoplasties approximately 15 years ago at another facility.